Event description:
It was reported that telemetry was not possible through both the remote control and the clinician programmer even after complete charging. The patient underwent a revision procedure to replace the implantable pulse generator ipg after which telemetry was restored.